Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The root cause of the injury was unable to be determined due to insufficient clinical details.

Event description:
The user facility reported a patient with ectopy. The impella cp smartassist moved into the aorta and was repositioned successfully. Prostate biopsy done and hypertension. Received red blood cells. The patient survived and was bridged to support on an impella 5.5.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.